Manufacturer narrative:
The device was returned to zoll medical united kingdom. During disassembly of the device to determine root cause, the technician observed damage consistent with mishandling. Due to the received condition of the device, the investigation was compromised. All damaged parts were replaced and the pace/defib engine was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.